Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a sparc on or about (B)(6) 2003, to treat her stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff experienced emotional distress and a problem with the product. On or about (B)(6) 2004, the plaintiff underwent surgery for recurring incontinence. The plaintiff continues to suffer chronic urinary tract infections, dyspareunia, and dysuria. Related to MFR report # 2183959-2012-03308.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent as appropriate. Lawyer - filed report - (B)(4).